Event description:
A wallflex enteral colonic stent was used in a stent placement procedure as a bridge to surgery on a male in 2007. According to the complainant, the patient complained of diarrhea and abdominal pain during routine follow-up visits the next month, eight days later, and the following month. Planned surgical colon resection was performed the next month. Initially, the physician observed that the stent had "dislocated." Subsequently, "when they performed the surgery to remove the dislocated stent, they found a perforation when they removed the stent." According to the complainant there was "no serious injury" and the patient "recovered" following the event.

Manufacturer narrative:
Device was discarded by the user facility; therefore, a failure analysis is not available, and the relationship between this device and the cause of this event is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The october 2007 15 month wallflex enteral stent product family complaint trend, inclusive of all failure modes, was reviewed; no adverse trend was noted. A device history record (DHR) review is in progress; results will be provided in a follow-up medwatch report.